Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 82 mg/dl at 4:19 p.m, 230 mg/dl at 4:21 p.m., 33 mg/dl at 8:54 p.m., and 257 mg/dl at 8:55 p.m. No adverse event reported. Return of the suspect device was requested for evaluation.